Event description:
It was reported that "the patient went to dr's office for a routine follow up. When films were taken of the patient, the physician determined that the instrumentation had failed. A revision surgery was then immediately scheduled."

Manufacturer narrative:
Additional info has been requested and if received, will be supplied on a supplemental.